Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received excessive no delivery alarms during bolus wizard. Customer woke up with diabetic ketoacidosis and blood glucose of 411 mg/dl. Customer's blood glucose went as high as 573 mg/dl. Customer was hospitalized on (B)(6) 2016. Customer had symptom of vomiting, nausea and not feeling well. Customer was hospitalized due to diabetic ketoacidosis. Customer was still in the hospital at the time of call. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer declined to check for leaks or air bubbles; there were no site or insulin issues. Customer declined to check if settings were correct. Customer states tubing clamp was at home and would call when released in order to complete high pressure test.